Event description:
Event description guidant received information that the patient with this ventricular lead had an asystolic event the day after the implant procedure. Loss of capture was observed and the impedance measurement was 2500 ohms. An x-ray did not confirm dislodgement and the field representative verified the connection.